Event description:
A 7 mm diameter x 100 mm long complete se iliac stent delivery system was selected for insertion into a patient for the endovascular treatment of an unknown lesion. The vessel morphology was not reported. It was reported that after the stent was implanted, the tip of the delivery catheter detached. The physician elected to use a fogarty catheter to retrieve the tip with successful results, and the patient is fine. Please note that this model number se7100lg is distributed outside the united states; however, it is similar to the united states distributed product complete se biliary.

Manufacturer narrative:
Evaluation codes: other - lack of information (device not returned; lot number not provided; unknown lesion and morphology).